Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. And seizure. This is 3 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The date of the event is an approximation. This is 3 of 5 allegations of inaccuracies. The patient reported 5 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced a seizure while at school. Prior to the cgm being checked, it did not indicate a hypoglycemic reading. No fingerstick blood glucose test was performed at the school, and staff waited for the parent to arrive. Upon arrival, the parent performed a fingerstick test, which showed a blood glucose level of 1.7 mmol/l. The patient was treated with a glucagon injection administered by the mother and was also given food. The patient recovered approximately 30 minutes later. The patient did not require hospitalization, and no further treatment was reported. There was conflicting information between the school and the parent regarding whether the 1.7 mmol/l reading referred to blood glucose or ketones. Given the administration of glucagon and the patient¿s subsequent recovery, it is most likely that the 1.7 mmol/l referred to blood glucose, and the mention of ketones was incorrect. There was no documentation of hospital admission, further medical evaluation, or intervention. At the time of the report, the patient was stable and doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the seizure. There were no reported glucose values available to search within the parkes error grid calculator when the parent performed a fingerstick test. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.